Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1036844-2011-00050 for the first event involving the same pt. It was reported that the catheter was placed in the pt's right brachial artery. Post insertion, bleeding was noticed at the insertion site and the dressing was removed. They discovered a crack in the catheter port of the line. As a result, it was removed without incident and was discontinued. There was no delay in treatment, no pt death and no pt complications were reported. No pt injury was reported.